Manufacturer narrative:
Device evaluated by MFR: p select ous mr 32 x 3.00mm stent delivery system, catheter was returned for analysis. A visual examination of the stent found stent damage. Struts in the mid stent region were noted to be lifted from the crimped profile. The undamaged stent outer diameter was measured and the result is within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that crossing difficulties were encountered. The target lesion was located in the left cicumflex artery and left anterior descending artery. After a 6f non-bsc guide catheter and a non-bsc guidewire were used to cross the lesion, pre-dilation was performed with a non-bsc balloon catheter. A 32 x 3.00 promus premier select drug-eluting stent was used for treatment but failed to cross the lesion. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient's status was stable. However, returned device analysis revealed a stent damage.